Event description:
On 20 dec 2007, the sales representative reported that during a minimally invasive surgery, the end of the bone awl broke. Additional information received on 20 dec 2007- the sales representative reported that, the patient had very hard bone and this may have contributed to the breakage of the bone awl. When the surgeon used the bone awl, the end broke and stuck in the patient's bone. The surgeon was able to remove all the pieces from the wound, this caused a 30 minute surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.